Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was incomplete. It was reported that for an ablation procedure to treat an atrial fibrillation and atrial flutter a vc connect faradrive 180j was selected for use. After the transeptal puncture tsp, and effusion was noted. The patient had a perforation that occurred in the septum. The pericardial effusion was drained, and the patient is expected to fully recover. There were no device issues. The planned ablation procedure was aborted to drain the effusion.

Manufacturer narrative:
Correction to section h6 impact codes f1001 was removed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion and perforation are known inherent risk of use of this device. It was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross connect access solution device confirmed that the event of pericardial effusion and perforation are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device and supporting evidence that came to this conclusion. Based on the information provided, the reported event of pericardial effusion and perforation are known inherent risk of the versacross connect access solution device. Pericardial effusion and perforation are expected procedural complication addressed within the IFU for the versacross connect access solution. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was incomplete. It was reported that for an ablation procedure to treat an atrial fibrillation and atrial flutter a vc connect faradrive 180j was selected for use. After the transeptal puncture tsp, and effusion was noted. The patient had a perforation that occurred in the septum. The pericardial effusion was drained, and the patient is expected to fully recover. There were no device issues. The planned ablation procedure was aborted to drain the effusion.